Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Foreign country: (B)(4). No parts have been received by the manufacturer for evaluation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the footswitch was not working. There was no other method that could be used instead of the footswitch. No patient was present at the time of the event.